Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's correction factor was programmed incorrectly. Customer's blood glucose level was 239 mg/dl. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.